Event description:
It was reported that the patient was experiencing frequent charging of the ipg. It was also reported that the patient was experiencing high impedances on her leads. The patient underwent spinal cord stimulator (scs) replacement procedure and was doing well postoperatively. No device malfunction was suspected. The explanted products will not be returned due to hospital policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7129718, 7130068.